Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The tip of the electrode is missing. The remaining material is bent. The fracture surface is not discolored. The insulation burned off a bit. The instrument is nine years old. The electrode was damaged by an overload fracture. Due to the deformation, it can be assumed that the electrode was bent and an attempt was made to bend it back again. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that during laparoscopic cholecystectomy for acute lithiasic cholecystitis with empyemaemic evolution, in the first phase of the operation, after the adhesions' iysis between omenturn and periumbelical region, in the cleaning's phase of the hook, the instrumentalist pointed out the absence of the tip of the hook (2-3 mm). To find the metal fragment, laparoscopic studies and multiple radiographs were performed (with image intensifier and standard radiological instrument). But'nothing has been found . These procedures resulted in an unexpected extension of surgery under general anesthesia.